Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The following information was requested, but unavailable: ¿please clarify, did the same suture break in three different pieces? ¿ how many sutures break during the procedure? ¿ what is the lot number of each broke suture? ¿ did this issue contribute to any patient adverse event? ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. -contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a suture was used. During the procedure, when tying knot in the patient's incision tissue, the suture broke three times. Another device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested but unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/7/2024. The following information was received: after investigation, the patient was a 45-year-old female who underwent hernia surgery in hospital on (B)(6) 2024 due to "hernia" (the specific type of hernia and the name of surgery were unknown). During the surgery, the surgeon used sa845g for vascular sewing. The suture broke for 3 times during the sewing. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (with specific delay time unknown) and increased blood loss (with specific blood loss unknown). No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.